Event description:
Psychiatric pt placed in restraints for violent behavior. Restraints detached and were noted to come unsewn releasing the restraint from the bed allowing pt to become free of the restraint.